Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (blank screen) issue. It was reported that the pump's display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/22/2012 device evaluation:the pump has been returned and evaluated by product analysis on 07/29/2012with the following findings:investigation confirmed the blank display screen. The pump was found to power on with the appropriate audible and vibratory tones. Unrelated to the complaint, a broken trace was found on the pcb board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.